Event description:
While wearing the external equipment, the patient reportedly experienced incidents of shock and a pain of sensation. In 2005 the patient was seen for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.